Event description:
The manufacturer received information that a trilogy evo "ventilator inoperative" condition occurred. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned to the third-party service center for evaluation; and the customer¿s complaint was confirmed. During the evaluation a ventilator inoperative error code in relation to the machine flow sensor drift was above the specification (>0.2lpm) was identified in the device event log. In conclusion, the device machine flow sensor, system board, and blower assembly were replaced to resolve the issue. The root cause was confirmed. Additionally, a 4-year pm assessment was required therefore, the muffler assembly and air inlet foam filter were replaced. The valves and battery were in normal condition; therefore, no replacement was required. The device passed all test.